Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd syringe 0.3ml 31ga 6mm halfunit 10bag had too much silicone in the barrel. The following information was provided by the initial reporter: consumer reported pharmacy calling in some syringes found too much silicone in her patients syringe and can see the lube in the insulin/cloudy looking.

Event description:
It was reported that bd syringe 0.3ml 31ga 6mm halfunit 10bag had too much silicone in the barrel. The following information was provided by the initial reporter: consumer reported pharmacy calling in some syringes found too much silicone in her patients syringe and can see the lube in the insulin/cloudy looking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.